Event description:
It was reported that an ilet pump failed to charge on the pad, showing a solid green indicator while the pump battery continued to deplete, affecting blood glucose to a highest value of 250 mg/dl; the device was replaced and the user reverted to subcutaneous insulin via pen. Symptoms included hyperglycemia without reported physical symptoms. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge localized to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Investigation description: complaint was not duplicated; however, it was confirmed through the engineering logs. The engineering logs indicated that the device was not charging or losing charge while placed on a charging pad. This is likely due to a power circuit issue with the mainboard. As a precaution, the mainboard and battery will be replaced.